Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out of range shock impedance measurements on the right ventricular (rv) lead since the end of (B)(6) 2022. No noise has been documented on the rv rate electrogram (egm). Nonetheless, in-office troubleshooting was recommended to evaluate rv lead mechanical integrity. Subsequently, the patient was seen in-clinic, and commanded shock testing was performed. Shock impedance with a 1.1 joule shock and a 41 joule shock was within normal limits. The system remains in service, and the patient will continue to be monitored. Besides commanded shock testing, no other adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out of range shock impedance measurements on the right ventricular (rv) lead since the end of (B)(6) 2022. No noise has been documented on the rv rate electrogram (egm). Nonetheless, in-office troubleshooting was recommended to evaluate rv lead mechanical integrity. Subsequently, the patient was seen in-clinic, and commanded shock testing was performed. Shock impedance with a 1.1 joule shock and a 41 joule shock was within normal limits. The system remains in service, and the patient will continue to be monitored. Besides commanded shock testing, no other adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined there was no conclusive evidence the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.